Manufacturer narrative:
It was reported that the patient has pain. A revision surgery occurred. During revision surgery, it was observed that there was tissue in the tibial tray. The tissue was removed and a new poly insert was implanted. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has pain. A revision surgery occurred. During revision surgery, it was observed that there was tissue in the tibial tray. The tissue was removed and a new poly insert was implanted.